Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they heard a beep prior to the power error alarm. Customer was assisted with troubleshooting. The customer was advised to monitor the insulin pump. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.